Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographic sample was performed and revealed evidence of broken tubing at the junction of the distal luer lock. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the lot was manufactured from may 5, 2015 to may 6, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extra large volume intermate device had broken tubing. This occurred prior to use. There was no patient involvement. No additional information is available.